Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt became sick, with a 103 degree temperature, headaches, and nausea and believed it was a result of the device. He was admitted to a hospital with high red blood cell count. The implanting physician made several attempts to contact the treating physician with no success. The implanting physician spoke with the pt once he was released from the hospital. The pt reported he was diagnosed with left lower lobe pneumonia. He was treated with IV antibiotics in the hospital and started oral antibiotics on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.